Manufacturer narrative:
(B)(4). To date, the incident generator has not been received for evaluation. If the device is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an fr ablation procedure, an impedance error occurred. Although the generator was rebooted several times, the same thing occurred. The procedure was completed with another generator without harm to the pt.